Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient wanted his artificial urinary sphincter (aus) replaced due to it was not working properly. The dr. Initially wanted to replace only the cuff and balloon. However, once the balloon was exposed, it was not filled very full. All components were replaced as there was suspicion of a leak in the system. Upon removal, the system was inspected and there was a hole in the outside part the cuff. There were no patient complications in relation to this event.